Manufacturer narrative:
H11: additional manufacturer narrative. Updated sections: g3, b4, h6 (type of investigation, investigation findings, and investigation conclusions). A device history record (DHR) review was not performed as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspect or confirmed through investigation no labeling non-conformance deficiency no device related infection and no evidence of a product failure with regard to design reliability or use error ((B)(4)). Due diligence attempts were made to gather additional information regarding a device failure mode however additional information is not available at this time. Patient medical records were not provided by the hospital for review or the medical records provided do not clarify the device failure mode. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tavr procedure was performed with a 29mm 9755rsl transcatheter valve. No further information was provided.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.